Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there were pause and brady episodes due to undersensing of r-waves on the implantable cardiac monitor. There was also t-wave oversensing (twos) but it was not detected due to the undersensing. The device remains in use. No patient complications have been reported as a result of this event.